Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery, wedge resection of lungs, at the transection of lung parenchyma. After pushing the green safety button, the handle was not able to be squeezed and the blade got stuck at the beginning phase of firing, the device did not fire. The operator opened a new cartridge of the reloads and ordered to replace the abnormal reloads with new one. There was no patient injury.